Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the clips were not closing all the way. Another device was used to complete the procedure. There was no adverse consequence to the pt.